Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had insulin flow alarm. Customer¿s blood glucose was unknown at the time of incident. Customer was assisted with troubleshoot. Customer stated that the tubing was not bent or kinked. . Customer states they had tried all remedies and did not want to troubleshooting. The insulin pump will be returned for analysis.